Event description:
The funeral home rep reported the pt had expired. The pump was explanted and returned to the MFR for analysis. Numerous attempts have been made to contact the physicians for follow up info without results. A follow up report will be sent if additional info is received.